Manufacturer narrative:
The pump was not returned to animas for evaluation. Pump settings and delivery history were reviewed with the pt and confirmed as accurate. It was reported that the pt's blood glucose levels remained elevated both on insulin injections and intravenous insulin. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
It was reported that the pt was hospitalized with elevated blood glucose levels and dka.